Manufacturer narrative:
H6. Investigation - based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Event description:
As reported by the legal brief indicates that on (B)(6) 2019 patient underwent a left total knee replacement surgery and was implanted with an optetrak device, including an insert made of polyethylene. Patient underwent revision surgery of her left knee on (B)(6) 2022. As a direct, proximate and legal consequence of the defective nature of the optetrak device, patient has suffered and continues to suffer permanent and debilitating injuries and damages, including but not limited to, significant pain and discomfort, gait impairment, poor balance, difficulty walking, component part loosening, soft tissue damage, bone loss, and other injuries presently undiagnosed, which require ongoing medical care.

Manufacturer narrative:
Concomitant products: truliant cr cem fem cr cem left sz 2 (cat# 02-020-13-0220 / serial# (B)(4)). Truliant tib fit tray cem sz 2f / 2t (cat# 02-022-45-2020 / serial# (B)(4)). Three peg patella 29mm (cat# 200-02-29 / serial# (B)(4)). Holding pin mini sharp point 4 pk (cat# 201-78-15 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event.

Event description:
It was reported via legal documentation that approximately 50 months after a left total knee replacement procedure, the patient has experienced prosthesis wear, pain and effusions. Initial surgery and revision surgery operative notes were provided. Post operative diagnosis noted wear of the implant. Intraoperatively the surgeon observed an effusion which was non-purulent and no metallosis present. It was noted the polyethylene insert showed beginning signs of discoloration and a small amount of wear about the lip of the insert. A new insert was implanted and noted to be satisfactorily to full extension and flexion. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.